Manufacturer narrative:
This MDR submitted on 02/18/2016 references accriva diagnostics' complaint number (B)(4). Method: process evaluation performed. No testing methods performed. Results: no results available since no evaluation performed. Conclusion: device not returned. Accriva diagnostics has requested all data required for form 3500a.

Event description:
Healthcare professional reported discrepant act results using a hemochron signature elite and act+ system during a cardiovascular procedure. The target act range was 300 to 325 seconds. After IV heparin was given, a whole blood sample was assayed side by side on two elite and act+ systems. One act result was 199 seconds, and the other act result was 398 seconds, the latter of which was considered higher than the expected result. A second sample tested on a third elite and act+ system was 318 seconds, which was within the target act range. The case was managed using the third elite and act+ system. No adverse effects were reported. Electronic and liquid quality controls consistently passed on all elite instruments. Storage of the reagent cuvettes and the procedure for whole blood collection by the user were reviewed and found to be consistent with labeled instructions.